Event description:
The manufacturer received information alleging the ventilator audio pause silencing did not function. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the error log indicated that motor shutdown errors were occurring. The system pca was replaced to repair the malfunctions.